Event description:
Diagnosis or reason for use: stereotactic breast biopsy. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes. Ethicon endo-surgery mammotome st holster using mammotome st mst8 stereotactic probes stopped working during several procedures demonstrating error codes of "l3-017, 003, 007". There was also a subsequent "green cable damage error" of the autoguide which has resulted in the exchange of this component.